Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the pt has experienced elevated blood glucose levels as high as 400 mg/dl for the past (B)(6) weeks. The pt feels that the infusion device is delivering too low of an amount of insulin. The pt changes the insulin cartridge and infusion set, but continues to have elevated blood glucose levels. The pt has mild dementia and has often dropped the infusion device on the floor. On (B)(6) 2012 at 9:00am, the blood glucose was 325 mg/dl, 5.5 units of insulin was administered, via the infusion device. At 11:30am the blood glucose was 253 mg/dl. Pt ate 5 be and bolused 9 units of insulin. At 3:00pm the blood glucose was 206 mg/dl and the pt administered 2.5 units of insulin. At 6:30pm the blood glucose was 295 mg/dl and the pt administered 5 units of insulin and ate 6.5 be. At 10:00pm blood glucose was 360 mg/dl, the pt changed the infusion set and insulin cartridge and administered 5.5 units of insulin. The following day, at 8:30am the blood glucose level was 359 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.